Event description:
A 4cm/5fr geenen pancreatic stent was implanted on (B)(6) 2013. Removal with sling attempted on (B)(6) 2014. The stent fractured. The stent fragment moved back up in the ductus pancreaticus. Retrieval of the fragmented stent was attempted on (B)(6) 2014. Two further attempts to retrieve the stent were made since then most recently (B)(6) 2014. The stent could not be removed by the physician.

Manufacturer narrative:
The product lot number of the gpso device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; with the information provided a document based investigation was carried out. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to determine the root cause for this complaint. The complaint was confirmed based on customer testimony. A review of the manufacturing records for the gpso device involved in this complaint could not be reviewed as the lot number could not be provided. Gpso devices are used to drain obstructed pancreatic ducts. According to the instructions for use, ifu0055-2, the user is advised as follows; "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of the instruction for use states; "this device should not be left dwelling for more than three months or as directed by a physician" it may be noted that the stent was in place for approximately 5.5 months ((B)(6) 2013 - (B)(6) 2014). There have been no further adverse effects to the patient reported. It is unknown if an additional procedure is planned to remove the remaining piece of stent. Complaints of this nature will continue to be monitored for potential emerging trends.